Manufacturer narrative:
Insulin pump had an intermittent button due to corroded keypad traces. No button error alarms noted. No unexpected audio or beep alarms noted. Insulin pump received with cracked case at display window corners. Insulin pump received with minor scratches on display window.

Event description:
Customer reported a button error alarm due falling on their insulin pump. Customer also states that the buttons were being unresponsive. The blood glucose reading is 11.6 mmol/l. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).